Manufacturer narrative:
D4: added catalog number, expiration date, serial number, and UDI. G3: added 510k number. H4: added device manufacture date. H6: corrected health effect - clinical code, component code, type of investigation, investigation findings, and investigation conclusions. The reason for the revision reported in case: (B)(4) cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.

Event description:
It was reported via a legal notification, that a male patient, who had an initial left knee implanted on (B)(6) 2015, and was implanted with an optetrak device, underwent a revision procedure on (B)(6) 2022, approximately 6 years 9 months post the initial procedure. The optetrak device was cleaned and reimplanted. As a result of defendants¿ failure to properly package the optetrak device prior to distribution, the polyethylene liner prematurely degraded, and plaintiff required revision surgery due to severe pain, swelling, and instability in the knee and leg. These injuries were caused by early and preventable wear of the polyethylene insert and resulting component loosening and/or other failures causing serious complications including tissue damage, osteolysis, permanent bone loss and other injuries. The plaintiff experiences daily pain and discomfort in his knee, which limits his activities of daily living and impacts his quality of life. As a direct, proximate and legal consequence of the defective nature of the optetrak device as described herein, the plaintiff has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed, which all require ongoing medical care. As a further direct, proximate and legal consequence of the defective nature of the optetrak device, the plaintiff has sustained and will sustain future damages, including but not limited to cost of medical care; rehabilitation; home health care; loss of earning capacity; mental and emotional distress; and pain and suffering. No device returns anticipated due to this being a legal case.

Manufacturer narrative:
Common device name: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.